Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6); implanted: (B)(6) 2022; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 16-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had an inadequate pain relief. There were no known environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was performed, and the catheter aspirated easily. Upon injection of dye, and with use of fluoroscopy, it was noted that the catheter tip was anterior. Action/intervention: the physician will be scheduling a catheter revision to revise the catheter to a posterior position. Outcome: the issue was not resolved. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of inadequate pain relief was due to the catheter being anterior. Action/intervention: revision was scheduled.